Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that crack on the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.